Event description:
It was reported that during a cryo ablation procedure, that a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.